Manufacturer narrative:
The lead remains implanted and out of service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was capped as result. A new rv lead was implanted. There were no additional adverse effects reported.